Event description:
It was reported by the customer that during set up for a procedure, the device's plug was found charred. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.